Event description:
The customer reported passing out and being hospitalized for low blood glucose levels due to the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.